Event description:
The customer reported that before the operation, the tech checked the system and was getting a ma error. They then received a no fluoro x-ray with foot switch/hand switch/arm switch. The customer rebooted the system. The system worked as intended.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.